Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's knee presented as painful, swollen and draining fluid. During surgery, it was noted there was micro motion of the femur due to bone loss of the distal femur. The femoral sleeve was well fixed. The tibial component was also well fixed. All implants were removed. An antibiotic cement spacer was implanted. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Left knee.